Manufacturer narrative:
This report is being supplemented to correct information submitted in the initial medwatch report. Corrected information in g2 of this report to include additional report sources.

Manufacturer narrative:
The subject device was not returned for evaluation. In discussions after the reported event, it was noticed that the site was running software version 4.2.2 and operating system 2.0.0, which were not compatible. After they were unable to complete the veran procedure, the distributor tested with a phantom and there were no issues. Based on the available information, a root cause for the reported event could not be determined. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
The physician was able to successfully plan on a referral scan and export that scan. Once they would import the computed tomography (CT) scan on the drive tower and do the snap shot, the software would crash and they were unable to proceed with the navigated procedure. The distributor ran through a series of troubleshooting steps with no success. Although there was no death or serious injury associated with this event, this report is being submitted due to the procedure reportedly being cancelled after the patient was under anesthesia.